Event description:
A customer technical advocate (cta) was contacted with regard to pt results generted using a cell-dyn 1700 analyzer that were questioned by a physician because multiple parameters had low results. Qc results were within the established ranges. Initial results yielded wbc-3.8 k/ul, hgb=7.7 g/dl, plt=136 k/ul. A repeat on the same sample generated wbc-3.9 k/ul, hgb=8.4 g/dl, plt=149 k/ul. A sample drawn at the hosp yielded wbc-8.5 k/ul, hgb=122.2 g/dl, plt=227 k/ul. The physician did not believe the low results to be correct. No impact to pt management was reported.